Event description:
The ge oec 9800 fluoroscopy system shut down unexpectedly. Intermittent shut down issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the hard drive to prevent the malfunction from occurring again. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.